Manufacturer narrative:
H.6. Investigation: three photos and one actual sample in an open package were received by our quality team for evaluation. Upon visual inspection of the phots and sample received, the needle pierced through the catheter was observed; therefore the reported failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident cannot be determined as the actual device was received in an opened package and the needle through catheter may have occurred during product application when the product was manipulated.

Event description:
It was reported that prior to use it was discovered that the needle was through catheter with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from japanese to english: before use, the needle pierced thru the catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the needle was through catheter with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: before use, the needle pierced thru the catheter.